Event description:
It was reported that during a dilation procedure, a balloon ruptured and a balloon detachment occurred. The lesion being treated was reported as being in the femoral artery. During inflation, the ultra thin diamond ruptured. The number of inflations and to what atms is unknown. Following the balloon rupture, the ultra thin diamond balloon could not be retrieved into the introducer sheath. The introducer sheath was removed first, and then the ultra thin diamond balloon catheter was removed. Upon removal, the physician noted that a fragment of the balloon remained in the pt. He inserted another introducer to perform angiography and noted no interruption in blood flow. The physician "assumed the piece of balloon is impacted inside the artery wall" . The procedure was successfully completed with this device, and no further intervention was done to retrieve the balloon fragment. Pt status was reported as 'good'.